Manufacturer narrative:
Date of event and implant date: it was reported that the closure device was implanted in (B)(6) 2018. The adverse events occurred at an unknown time in 2018.

Event description:
It was reported via (B)(6) that a stroke occurred. In (B)(6) 2018, the patient underwent implantation of a watchman closure device during a left atrial appendage closure procedure and had a "stroke on the table". Post procedure it was stated that continuing chest pain occurred at the implant site which has gotten slightly better. The patient complained of shortness of breath. After discharge from the health care facility the patient proceeded to physical therapy, occupational therapy and nursing care for 5 weeks after returning home. The patient had previous partial bundle branch blockage. Three days post procedure there was complete blockage with chest pain.